Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-2 error. Husband is calling on behalf of the customer. The product is stored according to specification in the dining area. Customer was testing with expired test strips: manufacturer¿s expiration date is 06/27/2019 and were opened 2-3 weeks ago. Customer had another vial of test strips, mv3083, manufacturer's expiration date of 06/30/2020 and opened day of call. During the call, a blood test was performed by the customer fasting and produced test result of 101 mg/dl using truemetrix meter. After troubleshooting, the customer was satisfied with the product working as intended and declined a replacement. At the time of the call, the customer reported feeling sluggish; medical attention was not needed at the time of the call.